Event description:
It was reported that the customer has some additional customer warranty complaints that need to get warranty numbers for to begin the process of requesting credits. All of these complaints came from their customers. In each instance, troubleshooting steps have been followed, and a replacement unit has already been sent to them. No injuries have been sustained from any of these issues. In that 1st compliant they stated that the purewick urine collection system stopped suctioning. Did all troubleshooting, no kinks or blockages. Second complaint from the user was purewick system not working. Machine makes no noise (not in the normal quiet way, but none at all/non-functioning) and fluids are leaking all over where it attached to the catheter. And the third complaint was customer said that system was defective and not working. Purchased on sept 3rd. Making a mess and had a nurse check. Suction was poor.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer has some additional customer warranty complaints that need to get warranty numbers for to begin the process of requesting credits. All of these complaints came from their customers. In each instance, troubleshooting steps have been followed, and a replacement unit has already been sent to them. No injuries have been sustained from any of these issues. In that 1st compliant they stated that the purewick urine collection system stopped suctioning. Did all troubleshooting, no kinks or blockages. Second complaint from the user was purewick system not working. Machine makes no noise (not in the normal quiet way, but none at all/non-functioning.) And fluids are leaking all over where it attached to the catheter. And the third complaint was customer said that system was defective and not working - purchased on sept 3rd - making a mess and had a nurse check - suction was poor.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.